Event description:
Caller reported a malfunction on the pump with the code malf 12, and it had occurred at least three times on the same pump. However, there was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump and informed the customer that they would receive a pump with updated software. The customer acknowledged all instructions for returning the defective pump and using the new one, including putting the pump into storage mode before returning it and waiting until a session ends or stops before inserting a new sensor.